Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the light cover glasses were chipped and need to replace the adhesive glue. The adhesive will also need replacement on the optical cover glasses. Lifting was found on the distal end adhesive and mechanical damage was found on the insertion tube. The up/down/left/right angle play evident and not to specification. The electrical safety test, water flow and water removal was not to specification. Device did pass leak test. The debris in the nozzle is a black rubber like material which did not originate from the olympus endoscope. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis lucera elite colonovideoscope had a e216 scope communication error. Upon inspection and testing of the customer returned device, it was observed that foreign material was protruding from the air/water nozzle which occurred from insufficient or incorrect reprocessing of the scope that was used for the next procedure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that a broken piece of the injection tube or a silicone rubber product was entered into the channel, and the nozzle was clogged with it. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): operation manual_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.